Manufacturer narrative:
Action plan: immediately contact affected clients by e-mail to notify them of the problem (started). The total sum of affected clients is very limited and well known. Only one client in the USA may be affected. Remotely turn off the configuration setting that prevents the "less than" character to be displayed in the inteleviewer pt record tab (already completed at some client sites). Deploy software update when available at affected sites with clients' permission. Save manufacturer-client interactions in our ticketing system to record activities and follow-up (on-going).

Event description:
We have been made aware of a problem with the configuration of our software by a client in (B)(6). No pt was reported impacted by the problem. This report is therefore submitted preventively. Only when intelepacs is interfaced with a ris that uses html formatting to force the font color of the report to a dark color (like black), will be reported viewed within inteleviewer not display "<" characters. For example, under those conditions, a report with the text "<1.5cm would be displayed as "1.5cm". A report which does not display the "<" character may give misleading clinical info to radiologists and referring physicians. Analysis of the problem revealed that the data stored in the pacs database accurately reflects the content transmitted by the ris (i.e., "<" characters are present in the text). The problem only arises in the inteleviewer application at the time when report text is formatted for display, and if the preference key "override client report colors" is set to true. The 'override client report colors' configuration was created to accommodate ris systems that use html formatting to force the font color of the report to a dark color but do not force the background color to a light color. Inteleviewer displays reports with light text on a dark background and therefore the preference is to override the dark text color and make it light so that it is visible on a dark background. A bug in the filter for the dark text formatting caused "<" characters to also be removed.